Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Patient reported turning off their ins at least 3 months ago, but they are feeling a pulsating feeling as if it was on. Patient moved and needs a manufacturing representative (rep). Patient doesn't know where their patient programmer (pp) is to turn their ins on and off. No further patient complications have been reported as a result of this event.